Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezb0306 showed no other similar product complaint(s) from this lot number.

Event description:
On 12/30/16 - facility reported that a broviac 2.7 fr line was placed into the baby's left groin at (B)(6). Had been running pediatric tpn at various rates as baby got older. Tpn rate had started out at 21.5ml / hr when event occurred. The patient's nurse had called the rn manager to bedside to evaluate the broviac catheter due to the difficulty getting blood return. The dressing was removed to see line, upon straightening the line, blood return was improved and line was flushing without difficulty. Nurse connected pediatric tpn to alaris pump. When pump started the nurse noticed blood backing up into the line. When they were uncovering the line dressing, a pop was heard and there was splattering of saline, tpn and blood. No patient injury was reported. On 1/13/16- received additional medwatch report stating, "baby born with complication from exposure to mother's use of IV heroin, methadone and no prenatal care. The broviac catheter placed into left groin vein for administration of tpn/lipids secondary to feeding intolerance. Approximately four weeks later the patient's rn called cn to help evaluate broviac due to difficulty getting blood return. Removed dressing to see line and upon straightening, blood return improved and line was flushed without difficulty. The dressing was reapplied. Tpn and lipids connected and upon starting blood was seen backing up in line. As the dressing was being removed, a pop was heard and saline, tpn, and blood splattered. The broviac had visible hold in line. The line was removed and a new 4.2 fr broviac was placed".

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged chronic catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 2.7fr s/l broviac chronic catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed just distal of the clamping over-sleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped splits in both layers of catheter tubing; tensile weakness at the fracture site (due to material ballooning prior to burst); granular fracture surface texture (typical of tearing failure modes). An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product nursing guide addresses catheter rupture as a possible cause of leakage and addresses usage of small syringes and flushing against an occlusion as potential causes of rupture.